Manufacturer narrative:
Investigation summary:a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting what they feel is a false negative sars result. Customer states the patient is symptomatic for covid and was positive on another brand rapid antigen test. No confirmation testing was performed.